Event description:
It was reported that the patient presented in clinic for arrhythmia. Device interrogation revealed inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: to g2 company representative was selected in error.